Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose readings. The customer reported low reading of 45 mg/dl at night. The customer declined to trouble shoot for low readings. The product was not returned for analysis.